Event description:
Device 1 of 2 . Reference MFR. Report# 3006705815-2018-01974. Additional information received, identified the patient underwent surgical intervention wherein the scs system was explanted and replaced. Effective therapy was achieved post operatively. Reportedly, the ipg was electively replaced.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2, reference MFR. Report# 3006705815-2018-01974. It was reported the patient experienced ineffective stimulation due to lead migration (confirmed via x-rays). Imaging revealed one of the leads was wrapped around the ipg and the other lead migrated to t11/t12. Surgical intervention may occur later to address the issue.